Event description:
It was reported that the patient's implantable neurostimulator system showed impedance readings greater than 2,000 ohms. The impedance test voltage was increased to 4.0 volts. It was assumed, initially, that the problem was at the connection of the lead and the extension. It was noted that there was battery depletion that was not normal. The device was removed and replaced. Impedance readings were, then, within normal limits. No patient symptoms were provided. It was later reported that the patient received stimulation following the replacement of the neurostimulator. A suspected "mechanical malfunction" was the reason for the replacement of the device. The patient's outcome was noted to be "improved."

Manufacturer narrative:
Analysis of the neurostimulator found the bond wires were lifted. The insulation coating and ins can were scratched, and the battery was expanded. The setscrews, grommets and access hole adhesive were ok. There was foreign material in the connector ports and the connector module was scratched. Telemetry was ok. The case feedthru wire was lifted on the hybrid side. No output was observed in unipolar mode. There were lifted bond wires and the epoxy bonds were broken.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Upon further review, the events from manufacturer report # 3007566237-2015-02557 were able to be matched up with the events from manufacturer report # 3004209178-2011-08458. Therefore going forward all additional information received regarding this event will be submitted under manufacturer report # 3004209178-2011-08458.